Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report a missing sensor wire that occured on (B)(6) 2015. The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the housing puck. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report a missing or detached sensor wire that occured on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.